Event description:
An 82 y/o female admitted 10/23/98 as transfer for cardiac catheterization secondary to recent onset of chest pain. Cardiac cath completed on 10/23/98 which revealed left anterior descending coronary artery disease. Several days post cath the pt became hypotensive and was transferred to coronary care unit. Computed tomography scan diagnosed retroperitoneal hematoma. Heparin discontinued and pt transfused with 3 units packed red blood cells. Percutaneous sheath introducer inserted into the internal jugular vein on 10/26/98 for central venous access and in anticipation of possible swan ganz. At approx 9:43 am on 10/27/98 pt was noted to have active bleeding from the right internal jugular catheter due to separation of the catheter from the hemostasis valve/side port. Pt sustained cardiac arrest. Advanced cardiac life support protocol initiated. Code unsuccessful and pt pronounced at 10:05 am. Preliminary autopsy findings: large anterior wall acute myocardial infarction and large retroperitoneal hematoma (~1000cc). According to the medical examiner the disconnection does not appear to have been a significant contributing factor to the pt's death. Final autopsy report pending.